Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On about (B)(6) 2022, the patient experienced inaccurate cgm values 3 days after the sensor was inserted in the abdomen. The patient experienced loss of consciousness. The patient´s relatives called an ambulance, and the paramedics assisted the patient. The patient was taken to the hospital where they turned off the insulin pump and treated the patient with IV glucose. There is no documentation about when the patient regained consciousness. At an unspecified time of the event the cgm was reading 400 mg/dl and the blood glucose reading was 40 mg/dl. The patient was hospitalized and was discharged on the (B)(6) 2023 at 1 pm. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.